Event description:
The user reported that the tip of the catheter detached during an interventional procedure. An extra entry site was required to remove the catheter tip. As a result, the procedure was prolonged. No add'l complications were reported.

Manufacturer narrative:
Device eval - one used suspect device was returned for eval. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar device complaints for this lot number. Upon visual inspection, the complaint was confirmed. The tip of the catheter had elongated and completely separated from the catheter body. A microscopic inspection of the catheter revealed that the tip material had been well bonded to the catheter body during the mfg process. Evidence of significant force applied to the catheter was found at the area where the catheter separated. Two small holes were also found in the tip tubing approx 5 cm from the separation area. Mfg and setup sample info was reviewed. All samples tested met the established acceptance criteria. Merit is unable to determine the exact root cause of the reported failure.